Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the throttle lever was stuck and the scooter was driving uncontrollably and tipped over to avoid running into cars.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Alleges the throttle lever was stuck and the scooter was driving uncontrollably and tipped over to avoid running into cars.